Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the physician attempted to place the implant at tooth site #30, the screw to connect it to the fixture mount broke off. The physician removed the implant and used a different product.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: . H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions codes were added: 4307. One (1) impl twist mp-1 5.0 mm 11 .5 mm (2121) was returned for investigation and was reported as fractured screw. Visual evaluation of the as returned product identified signs of use. The returned screw was not fractured but did exhibit wear at the first couple of threads. Additionally, the implant¿s internal drive feature had damage near the top of implant which was then investigated as damaged drive feature. The reported event was unconfirmed; however, during inspection it was noted that the implant¿s drive feature was damaged, and the event of damaged drive feature was confirmed. Based on the evaluation, the device malfunction did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review for the lot (2021050611) revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The complaint is related to the functional performance of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, the reported events could not be recreated. However, the investigated event of damaged drive feature was confirmed upon functional testing as the mount screw was unable to screw into the implant. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation are clinician uses device improperly, insufficient instructions for use, insufficient training, and applied loads exceeding the normal functional design tolerances of the implant components. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.